Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the surgeon squeezed the 8mm monopolar curved scissors (mcs) instrument, it rotated their wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The monopolar curved scissors instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, cut test, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no physical damage observed during visual inspection. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.